Event description:
As reported by the user facility: pump with 240ml of solution, flow rate of 2ml/h. The infusion finishes in 3 days instead of 5. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #: not available.